Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "(B)(6) 2024 the patient was scheduled to undergo chemotherapy and underwent PICC surgery according to the doctor's instructions, and the implantation was found to be obstructed, and the vascular sheath was bifurcated and then implanted. Use sterile scissors to cut off the bifurcation before implantation. Causing patient discomfort." No other information was provided.